Manufacturer narrative:
Qn#(B)(4). The customer returned one 7fr ptd catheter for evaluation. Visual examination revealed the orange basket lumen was partially pulled/separated from the basket assembly. The basket appeared fully intact. A small portion of the orange lumen was adhered within the basket tip or proximal basket welding. The ptd basket was able to advance and retract in the ptd sheath. The ptd catheter assembly was attached to a lab inventory rotator. When the button was pressed, the assembly functioned as expected. The IFU provided with this kit warns the user, "potential fatigue failure of otw ptd torque cable and fragmentation basket may occur with prolonged activation of otw ptd catheter. A rapid withdrawal rate of 1 - 2 cm/second is recommended when sharp radii are encountered (i.e. Radius of loop graft or fistula < 3 cm)". The customer report of a separated inner lumen was confirmed by complaint investigation of the returned sample. The orange lumen was partially pulled from the basket assembly and contained minimal damage, indicating that the lumen was not properly secured within the device. The ptd assembly passed all relevant dimensional and functional testing. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance has been initiated to further investigate this issue.

Event description:
The customer reports: md was performing avf case according to IFU. But the procedure failed because the tube located inside the basket of the wire was cut off. Md could not proceed with this product, so exchanged new one and finished the procedure. No patient injury reported.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: md was performing avf case according to IFU. But the procedure failed because the tube located inside the basket of the wire was cut off. Md could not proceed with this product, so exchanged new one and finished the procedure. No patient injury reported.